Event description:
Symptoms of hydrocephalus did not improve for one week after implantation. Therefore, he exchanged the shunt system with a new one. He then examined the system and found there was a blood clot in the distal catheter. He would like to know if there is any other occlusion in the system. Please examine the sample.